Event description:
It was reported that a patient underwent a thyroid procedure in 2021 and suture was used. During the procedure, the needle broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? - yes, if yes, number of minutes: - unknown, xray on table due to breakage of tip, action taken when event occurred? - xray on table due to breakage of needle tip, was procedure successfully completed? - yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe xray on table due to breakage of needle tip.